Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced bent tip clamps in positions 1 and 2. Fse tested lld with splld test and tested summit with oas user software test. The instrument was tested without further problem and was returned to expected operation.